Manufacturer narrative:
(B)(4). A thorough analysis on the product could not be performed because it was not returned for investigation. Without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. Needle deflection can occur due to a number of factors including, but not limited to manufacturing, interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A suture may come out of the anatomy due to a number of factors including, but not limited to, manufacturing, failure to capture, incomplete capturing, or not capturing the tissue at all during needle deployment. Patient anatomical conditions such as frail tissue may cause this type of device failure. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices are tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown and the device was not returned. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician attempted arteriotomy closure of a moderately calcified left common femoral artery after superficial femoral artery angioplasty. The needles reportedly deflected off the cuff and when the plunger was removed the suture came out also. Hemostasis was achieved using a second proglide device. There was no clinically significant delay in the interventional procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. Though requested, no additional information was provided.